Manufacturer narrative:
Failure analysis noted the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the assembly or electronic assembly noted during visual inspection note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 141 mg/dl. She stated the insulin pump was exposed moisture, perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.